Manufacturer narrative:
The batch record for pn 930400 ln 1089890 was reviewed and there are no defects reported related to "foreign material" during routine in-process inspections during the packaging of the lot. The most probable root cause is inadequate gowning by associate(s) and/or preventive measures during the packaging of the product. Gowning procedures require operators to wear hair nets, gloves, safety glasses and head covers. If protective equipment is worn improperly it is possible for associates to accidentally shed hair onto the product as they are loading components into their corresponding containers/packages. An initiative under the current CAPA is to replace lab coats to prevent hair from coming into the controlled manufacturing environment. Bd will continue to track and trend. (B)(4).

Event description:
Material no.: 930400, batch no.: 1089890. It was reported that there was a hair in the sealed package. Per complaint details received: one of the nurses brought me a 3 ml clear chloraprep in a sealed package that has a hair in it. Product number 930400, lot 1089890.